Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump restarted on it's own twice with not prompt or alarms. Time and date needed to be reset each time. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, operating currents, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No reset alarm noted. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window and cracked battery tube threads.